Manufacturer narrative:
Results of investigation: a revision surgery was performed due to fracture in the neck area of a polarstem stem. The medical documents reveal that it is already the second revision surgery. The primary surgery was in (B)(6) 2015. In (B)(6) of 2017, the ball head was changed to one with a long neck. In (B)(6) 2019, the stem neck of the stem broke and the stem including the ball head was explanted and returned for investigation. The fracture of the neck can be confirmed. The ball head which was delivered as well is not the ball head implanted during initial implantation. There are several scratches visible on the neck possibly coming from explantation or the ball head revision. A fracture and material analysis was performed. The stem shows characteristic elemental distribution according to the specified material. The fracture surface shows fatigue striations, indicating that the crack propagated by fatigue and dimples, characteristic of ductile overload. Scratches and discolouration have been found in the assumed area of crack initiation, suggesting the use of an electric scalpel. Furthermore, the combination with merete ball head and the resulting increased offset may have additionally promoted fracture. According to our IFU it is clearly described that only from s+n approved combinations are allowed. The production documentation review did not reveal any deviation from the standard manufacturing procedures. For the reported batch number no other complaint could be found. Therefore we are not assuming that it is a batch or product related issue. Based on the performed investigation, the root cause of the reported issue cannot be determined conclusively. It cannot be excluded that the deformation observed on the stem neck in the vicinity of the crack initiation site contributed to the fatigue fracture. Such a deformation is likely to originate from contact between the stem and surgical tools during the previous revisions. Smith + nephew will continue to monitor this issue.

Event description:
A revision surgery was reported due to broken stem. Patient experienced a sudden cracking of the right hip joint, then he fall down and after that there was no more support in the right hip.